Event description:
Event description guidant received information that there was no pacing and no sensing with this lead. The patient had an intrinsic rate of 40bpm. An invasive procedure found the lead had fractured. The fracture was at the site of the suture sleeve on the proximal side. The lead was explanted/replaced and will be returned for analysis.